Event description:
It was reported that there was a disconnection between the patient line of a homechoice cassette and the transfer set. The event was further described as "patient line come undone¿. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. The patient reconnected and stopped therapy in drain three of five. Renal therapy services assisted the patient to end therapy. The patient would call the pd nurse regarding the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home; 1900 n highway 201, mountain home, ar 72653. United states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.